Event description:
The facility administrator reported to baxter (B)(4) a pump administration set that was unable to prime. This issue occurred during priming. There was no patient involved, therefore there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: an actual sample was received for evaluation. A visual examination of the sample was performed and found that all parts were present and assembled correctly. A functional leak test performed under water at 8 psi revealed a cut in the tubing and confirmed the reported condition of being unable to prime. The root cause of this condition is unknown.